Manufacturer narrative:
No patient involvement was reported. Date of device breakage is not known. Additional product code: hrx. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. DHR review. Part number: 314.743. Synthes lot number: 5282283, (B)(4). Release to warehouse date: 13-jul-2006. (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this products, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after sterile processing, the tip of the drive shaft for use with reamer/irrigator/aspirator (ria) was broken off. There was no patient involvement and no surgical procedure. This report is for one (1) drive shaft-minimum 520mm length for use with ria. (B)(4).